Manufacturer narrative:
The reported malfunction was observed during initial testing. The reported malfunction could not be duplicated. The lcd cable assembly was replaced as a precaution. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during functional testing, the device's display blanked out. Complainant indicated that there was no patient involvement in the reported malfunction.